Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system displayed an error message prompting a reboot. Upon reboot, the images were washed out and unusable. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.